Event description:
A low readings issue was reported with the freestyle libre 2 sensor and as a result, customer experienced a loss of consciousness. Customer was unable to self-treat and was treated with a glucagon injection administered by an unspecified third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the freestyle libre 2 sensor and as a result, customer experienced a loss of consciousness. Customer was unable to self-treat and was treated with a glucagon injection administered by an unspecified third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.